Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was 234 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with partial white display due to moisture damage on the electronic assembly. No blank display noted.